Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user reported that during a supply change, no insulin drops were observed during the fill tubing sequence. Upon restarting the process and disconnecting the cartridge and connector, the user noticed a leak from the cartridge. The user confirmed cartridges were new and not reused but reported recent difficulties with filling insulin cartridges. The agent provided education on proper filling technique and guided the user in filling a new cartridge and using a new ilet adapter. The supply change was completed successfully, and insulin delivery resumed. Blood glucose was not affected. No medical intervention was required.